Event description:
Procedure: unk. The trocar was removed from the pt and the white foam piece stayed in the incision. The surgeon was going to close when the tech noticed the white piece was missing from the trocar. The foam was then easily retrieved. The case proceeded without further incident. The facility did not retain the clinically used trocar.